Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as the thread passing extension came apart and was broken. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient was prescribed "antibiotics". No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one actual sample was received for evaluation. A visual inspection with the naked eye observed the white twist sleeve was separated from the light blue mainbody due to broken occluder feet beneath the white twist sleeve. The reported condition was verified. The cause of the condition could not be determined, however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.